Manufacturer narrative:
Follow-up # 1 date of submission 10/17/2014 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 10/03/2014 with the following findings:a review of the suspend history showed that the pump was suspended on 06/13/2014 from 1:09 a.m. To 1:28 a.m. There were no other suspends on the date of the reported issue. During testing, the pump was exercised for 24 hours on a 1 unit per hour basal rate with no suspending or any other alarms occurring. The pump was manually suspended and the pump gave the appropriate audio and visual suspend alert. The suspend issue was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.